Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted in the hospital with dizziness and shortness of breath, nine days post implant procedure. It was noted that the right atrial (ra) lead exhibited undersensing during arrhythmias episodes with low p waves and low impedances what triggered the lead warning. It was also noted that the ra lead exhibited high thresholds. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.